Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc sling on (B)(6), 2008 to treat her stress urinary incontinence. Plaintiff's attorney also alleged the plaintiff suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, disability, mental anguish, and other injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, permanent injury, has sustained severe and irreversible injuries, has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.